Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during a posterior repair procedure using a pinnacle posterior pelvic floor repair kit, the left mesh leg assembly was placed successfully. The right side mesh leg was thrown, and as the physician attempted to pull the mesh leg through the ligament, the dilator bunched and would not pass through the ligament. The suture (with the needle at the end) broke through the side of the dilator and subsequently detached at the dilator. Reportedly, no device components fell inside the patient. The physician completed the procedure with another pinnacle posterior pelvic floor repair kit with no complications to the patient, who is reportedly "fine" post-procedure.